Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient services clarify that the event began in 2018 not 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 97714, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was wondering what they should do with their external equipment if they were not using them anymore. The patient then went on to say that they had their implants removed because they were hurting them instead of helping. The patient stated that they started having pain last year and they were not sure why, but after doing tests and mris they determined that the patient¿s implant was not helping them and was actually causing them pain. The patient stated that both implants were removed on the first of last month (B)(6) 2019). The event occurred in 2019. No further complications were reported/anticipated.